Event description:
Two aids were moving the resident from a chair to the bed. Pt was lifted, directed toward the bed and both leg straps broke causing the resident to fall to the floor. Injuries were sustained including: abrasions mid back, skin tear l elbow, fractures of the l foot. United patient care products was immediately contacted about this incident they have heard of this happening at least one time before.